Manufacturer narrative:
Analysis of the fiber revealed a fiber which was broken from the connector at a break point under the heat shrink and strain relief just behind the proximal connector. Presence of charring at both sides of the fiber break point indicates the break occurred while laser energy was being applied. It was noted that the fiber did not break when tested on the bend radius test fixture at the minimal bend radius of 7 mm. The minimally damaged distal tip and cumulative laser energy noted on the rfid tag scan indicates the fiber break occurred very quickly after laser energy was applied. This break observed in the fiber that was returned was likely the result of user mishandling when the fiber was bent beyond the stated minimum bend radius when laser energy was applied. The location of the break point immediately behind the proximal connector could indicate that the fiber was pulled by mechanical force in a direction perpendicular from the attached laser to the area where the fiber distal tip was being utilized. Dornier fibers are fragile and must be handled with utmost care by the user. This event occurred in (B)(6).

Event description:
"Smoke was emitted between a connector and a fiber right after irradiation started (set value: 0.6j x 18 hz). The fiber came off from the laser machine and carbonization at the broken area of the fiber was admitted."